Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident and 151 mg/dl. The customer addressed it by taking both manual injection and bolus through insulin pump. The customer also reported that the insulin pump was under delivery despite of passing the self test. The device will be returned for analysis.